Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and got no delivery during set change. The customer's blood glucose at the time of incident was 600 mg/dl, current blood glucose is 517 mg/dl. The customer reported that the at 8:27 blood glucose was 491 mg/dl and at 8:43 was 494 mg/dl, at 9:02 was 492 mg/dl and at 9:24 blood glucose was 457 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose and customer was not able to troubleshoot for no delivery alarm. Based on the customer's report customer alleged insulin pump was under delivering. The insulin pump will be returned for analysis.